Event description:
Patient came into hallway to notify nurse that her arsenic infusion was complete one hour early. Nurse hung medication at 60ml/hr for 120ml total administration volume. Patient stated "I feel fine" tiger text message sent to dr. Pump removed from service. Nurse manager notified. No noted harm.